Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer that they experienced low blood glucose with blood glucose of below 27 mg/dl at the time of the incident, and also had highs of over 360 mg/dl. The customer did not mention how they treated. The customer experienced symptoms such as almost going into a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that if a "suspend before low" condition occurs, the notification light flashes, but no alarm (because they did not request one) goes off. If the user would subsequently activate the pump at that time, he could acknowledge and dismiss the alert, in which case there would be no problem. But if the user does not dismiss this first silent alert (because sleeping or otherwise busy) this silent alert blocks subsequent audio alerts of more important conditions such as calibration requests. Twice this happened to the customer with serious off-limit glucose values. More recently the customer ended up with blood glucose of 331 mg/dl and still rising, because the pump remained in suspend mode too long and did not warn the customer at all. The input signal history showed that the glucose raw data recordings took place, but the values were not interpreted by the security and alert system at all. The insulin pump will not be returned for analysis.